Event description:
During service by baxter, the pump was found to have to have depleted batteries. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event. No additional info or contact was available.